Manufacturer narrative:
Updated: initial name and address.

Manufacturer narrative:
(B)(4). The customer will be ordering a replacement latch.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the clip/latch of the ultrasonic air sensor (uas) had failed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. A replacement clip was ordered. As per customer, the ordered product was received. No part was returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.